Event description:
It was reported that the impedance of a lead was "too high." It was unknown which side was affected. The reporter stated that the problem was resolved with reprogramming. The system remained implanted. There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID: 64002, serial# unknown, implanted: (B)(6) 2012, product type: adapter. (B)(6). (B)(4).